Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4) no anomalies found full lead returned. Visual inspection: it was noted that blood was observed in/on the helix/lobe mechanism.

Event description:
It was reported that at implant attempt, the lead dislodged twice. When it was removed, there was tissue on the helix. After cleaning, the helix would not come out smoothly, but jumped out. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): no anomalies found full lead returned. Visual inspection: it was noted that blood was observed in/on the helix/lobe mechanism.